Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification codes: hwc. (B)(4). The sterile lot number for part #02.104.006 is 5879352. Implant date: on an unknown date in (B)(6) 2012. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the plate was removed due to non-union no malfunction of the device was reported. Should further information become available this determination will be reviewed accordingly. Part mfg date: 28oct2008; part exp. Date: 30sep2017. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp extra articular distal humerus plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with three non-conformance noted. (B)(4) were initiated due to the raw material not having an edge radius, surface finish anomalies, and incorrect information on supplier certifications of testing. The raw material surface finish anomalies were disposition uai as the parts made from this raw material will meet specification requirements after processing. The supplier certifications of testing were corrected by the supplier through the rework process. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
It was reported that a patient suffered a distal third humerus fracture on an unknown date in 2008. To treat the fracture, the patient was implanted with an 8-hole right extra articular distal humerus plate and an unknown quantity of unknown screws. On (B)(6) 2009, via x-ray, it was identified that the plate had failed and broke at the center. The patient was returned to the operating room on an unknown date in 2009 and revised to a 9-hole 3.5 locking compression plate (lcp), an acumed lateral distal humerus plate and an unknown quantity of unknown screws. Postoperatively, it was identified that the patient presented with a non-union of the fracture and was returned to the operating room on an unknown date in (B)(6) 2010 and revised to an unknown 12-hole 4.5 broad lcp plate and an unknown quantity of unknown screws. It was later identified that the patient still maintained a non-union of the fracture and was returned again to the operating room and was revised to a 6-hole right extra articular distal humerus plate, an unknown acumed medial distal humerus plate, and an unknown quantity of unknown screws. On an unknown date in (B)(6) 2012, it was identified that the patient presented with a non-union of the fracture and was revised using a 6-hole right extra articular distal humerus plate, an unknown acumed medial distal humerus plate, and an unknown quantity of unknown screws. On (B)(6) 2017, the patient was again returned to the operating room after it was identified that there was a non-union of the fracture and a 6-hole right extra articular distal humerus plate, four (4) 3.5 locking screws, and four (4) 3.5 cortex screws were removed; however, an unknown quantity of those screws and those from previous surgeries were broken and left embedded in the patient's bone. The patient was implanted with dbx at the fracture site. The procedure was completed successfully the patient was reported to be in good condition. This complaint involves nine (9) devices: 6-hole right extra articular distal humerus plate, four 3.5mm locking screws, and four 3.5mm cortex screws with three part data's. This report is 1 of 3 for (B)(4).